Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the emergency room due to an episode of asystole and slow heart rhythm. Device was pacing erratically and could not be interrogated with an error message stating that another programmer was needed. It was suspected that the device has reached eri. Device was explanted and replaced. No further information is available.